Manufacturer narrative:
It was reported that the locking mechanism between handle and broach is loose. The fault in device was noticed during use. The procedure was completed with the same device. A delay of 30 min or less and no patient harm was reported. The complaint device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could not be confirmed. The returned device shows limited signs of use such as small dents and scratches, but no damage is observed on the connector site to the broach. Furthermore, the instrument was tested with a gauge and no deviation was detected. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. One additional complaint was reported for the batch in question ((B)(6)). However, there was no complaint with a comparable reported failure mode as the complained device. For the article in scope, 9 additional complaints with a similar reported failure mode were detected. In the past, the comparable complaints of 60/25mm offset adapters right or left with a reported premature separation problem were investigation in detail. A specific functional evaluation was performed back then with the returned devices. However, the complained connection issue between the offset adapter and the rasp could not be reproduced. Hence, the failure mode cannot be confirmed, as there was no problem found. No further actions are deemed necessary at this time. S+n will continue to monitor complaints of the 60/25mm offset adapters for similar issues. The returned device will be discarded.

Manufacturer narrative:
Complaint: case-(B)(4).

Event description:
It was reported that the locking mechanism between handle and broach is loosening. Fault in device was noticed during use. The procedure was completed with the same device. A delay of 30 min or less was reported. No patient harm was reported.